Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j employee. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing a hip fracture surgery using the tfna system. As surgeon was using the 6mm/9mm cannulated step drill (03.037.022) over the 3.2mm x 400mm guide wire (357.399), through the correct tfna implant, utilizing correct surgical technique, the surgeon heard a cracking sound, felt a slight change in resistance of the drill, and took an x-ray to determine what had occurred. X-ray revealed that approximately 8mm of the tip of the driving end of the 6mm/9mm cannulated step drill (03.037.022) had broken off inside the patient¿s bone. The surgeon assessed the situation and decided to carry on with the surgery, but first opening another set of tfna instrumentation to obtain a new 6mm/9mm cannulated step drill and then repositioning the 3.2mm x 400 guide wire (357.399), before drilling over the wire again, and then implanting the screw. The procedure finished successfully according to plan and there was only minimal surgical delay. The broken 6mm/9mm cannulated step drill (03.037.022) was deemed to be no longer functional by staff and surgeon and was subsequently discarded. A replacement is required. This report is for one (1) 6mm/9mm cannulated stepped drill bit this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One fragment was generated, the surgeon decided to leave it in the patient's bone. Patient status is good. No additional medical intervention or revision surgery was performed.